Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with motor controller board assembly for channel error 242.4030. Lvp keypad recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the motor control board. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 20jun2004 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an unknown issue. It failed preventive maintenance. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has an unknown issue. It failed preventive maintenance. No additional information was provided. There was no patient involvement.